Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing and pacing inhibition for approximately 4 seconds. It was also reported that the patient experienced dizziness and had been in a motor vehicle collision potentially due to a syncopal episode. (B)(4) technical services (ts) reviewed strips and recommended a new rate/sense lead. The rate/sense portion of the rv lead was capped and an additional rv lead was implanted. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--